Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following patient identifiers for the following systems: cpla-(B)(4)- aviva ii meter, system 1 - serial number ¿ (B)(4). Cpla-(B)(4)- aviva ii meter, system 2 - serial number ¿ unknown.

Event description:
Customer reportedly received the following results on a aviva ii meter, compared to an aviva meter within 10 minutes: 50 mg/dl (system 1) and 90 mg/dl on (system 2) meter. Both results were taken using the strips from the exact same vial. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.